Event description:
The user did not have any further information regarding this event.

Manufacturer narrative:
Additional information: the results of the investigation are inconclusive since the device was not returned for analysis. A review of the device history record was not possible since the batch number was unavailable. Based on the information received, the cause of the reported pericardial effusion could not be conclusively determined. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
Related manufacturer reference 3005188751-2014-00122. During an atrial fibrillation ablation procedure, a pericardial effusion occurred. During the case, a pericardial effusion was noted by ice and confirmed by a transthoracic echocardiogram. A pericardiocentesis was performed, which stabilized the patient.